Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's transmitter was replaced prematurely, before needing to be replaced. Patient's mother was unsure of why patient switched out the transmitter. No additional patient or event information is available.